Manufacturer narrative:
UDI not available. As product was manufactured in 2007.

Event description:
It was reported, during in clinic follow up. That the right ventricular lead exhibited oversensing, due to noise. X-ray revealed, externalized conductors. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.